Event description:
It was reported that the user experienced recurrent hypoglycemia, including a blood glucose of 53 mg/dl prior to a meal announcement, and expressed concern that the pump was delivering insulin during lows, while internal review of reports indicated insulin delivery was suspended appropriately. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and no impact to blood glucose at the time of the call. Investigation included troubleshooting and education, assignment for additional training, and verification of pump delivery behavior through available reports. Investigation of this case revealed no confirmed device malfunction, with pump suspensions occurring when glucose trended low and the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.